Manufacturer narrative:
No conclusion can be made. Based on the information provided at this time, no conclusion can be made as to the degree to which the mesh implant may have caused or contributed to the patient¿s post operative course. The information available is limited to the journal article. A photo of the explanted mesh was provided in the article however, the photo was of poor quality and did not assist in determining the reason for the patient's post operative experience. A lot number was not provided, without a lot number a review of the manufacturing records is not possible. Regarding infection, the warning section of the instructions-for-use states, "if an infection develops, treat the infection aggressively. The prosthesis may not have to be removed. An unresolved infection, however, may require removal of the prosthesis." Additionally, fistula formation and adhesions are listed in the adverse reaction section as possible complications. Note the date of event and the date of implant are estimated based on the information provided, as actual dates were not able to be obtained. If additional information should become available, a supplemental emdr will be submitted. Not available.

Event description:
The following was reported per journal article: a case of laparoscope-assisted resection of abdominal wall abscess caused by composix kugel patch (cpk) infection after surgery for incisional hernia. Article summary- it was reported that a patient was implanted with composix kugel hernia patch for incisional ventral hernia repair in 2009. In 2013, pus was discharged from the wound. The area was cut and debrided, but the patient's condition was not improved. In march, 2015, the patient presented with complaint of abdominal pain. In the upper abdominal midline, fistula and bowel fluid leakage were observed. The skin around the fistula was eroded. The patient was treated by drainage, zinc oxide ointment, hydrocolloid, etc. The patient underwent abdominal abscess hysterectomy. During the operation, the doctor noted that omentum, transverse colon and small bowel were adhered to abdominal wall. Transverse colon and small bowel were partially resected. The resected part included the rolled mesh, which formed fistula with transverse colon and small bowel.